Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded high, out of range shocking lead impedance measurements during daily tests and also during a manual test completed in clinic. A chest x-ray was performed and it was noted that one of the df legs of the ventricular implantable lead did not appear to be fully inserted into the port of this ICD. An invasive procedure was performed and the lead leg pulled from the port easily. The lead was reinserted and popped out before the setscrews could be tightened. The lead was reinserted and held in place while the setscrews were tightened, this time successfully. Subsequent lead measurement testing resulted in good numbers.